Event description:
It was reported that the chair is coming to sudden stop and all lights on joystick come on. Has almost been thrown out of chair and was stranded in the middle of the street for several minutes. There were no reports of any adverse patient effects.